Event description:
It was reported that this right atrial (ra) lead was surgically capped and replaced due to high out of range pacing impedances greater than 2000 ohms and noise. No additional adverse patient effects were reported.